Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the mini tray drawer had failed. There was no indication that this event occurred while dispensing medication to the patient and there was no report of an adverse event, harm or delay. Therefore, this case has been deemed reportable due to liquid spill.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini tray drawer was failed. A field service engineer removed the mini engine, a yellowish-green liquid was observed on the engine. The area was cleaned as thoroughly as possible, and a new engine was installed from stock. However, the replacement also failed. The issue was caused by a broken propofol vial in the mini tray. Initially, it was believed the engine was faulty, but it was later determined that the dried propofol had hardened and obstructed the sensor, causing a speed exception. The liquid had dried into a solid, making it extremely difficult to remove. So, the fse replaced the mini drawer due to medication spill damage. No thermal damage was found. Hardware test application (hta) testing confirmed that the pocket functioned properly as long as the mini pocket was not forcefully opened. The customer confirmed the repair was successful. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the mini tray drawer had failed. There was no indication that this event occurred while dispensing medication to the patient and there was no report of an adverse event, harm or delay. Therefore, this case has been deemed reportable due to liquid spill.